Event description:
It was reported that, "patient has a gross infection at surgical site, infection carries into the hemi prosthesis, septic loosening."

Manufacturer narrative:
The following other hip devices were also listed in this report: 26mm std lfit v40 head, cat#6260-9-126, lot#39272604; accolade hfx size #2, cat#6077-0230, lot#mkt4aj. It cannot be determined which, if any of these devices may have caused or contributed to the pt's infection. An evaluation of the devices cannot be performed as the device was not returned to the manufacturer. Device history review indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. The product experience reporting database was reviewed for similar reported events and it was determined that there have been no other events for the reported lots. Additional info (including x-rays and medical records) was requested. Should additional info become available, the evaluation summary will be submitted in a supplemental report.